Event description:
It was reported that the device longevity was noted to be decreasing faster than expected. Based on the marketed longevity the device is on tract to perform as expected. The device was electively explanted and replaced. Patient condition is fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description. The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The longevity estimation decrease was due to a programmer anomaly.